Event description:
It was reported that the patient's lead integrity alert triggered due to right ventricular lead impedance that had been stable and then spiked. The patient presented to the emergency room where high impedance and noise had been measured, but were not reproduceable. A lead fracture is suspected as impedance continued to measure intermittently high along with oversensing. The lead was capped and replaced. The device was also removed and replaced as it was unclear it there was a set screw issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor occurred on (B)(4) 2011 09:00:10. Four patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(4) 2011 10:50:25 and (B)(4) 2011 15:00:12. Daily pacing impedance trend data shows an abrupt increase for ventricular pace bi impedance equal to 437 to 4047 ohms peak between (B)(4) 2011 and (B)(4)2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor occurred on (B)(6) 2011 09:00:10. Four patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2011 10:50:25 and (B)(6) 2011 15:00:12. Daily pacing impedance trend data shows an abrupt increase for ventricular pace bi impedance equal to 437 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient's lead integrity alert triggered due to right ventricular lead impedance that had been stable and then spiked. The patient presented to the emergency room where high impedance and noise had been measured, but were not reproduceable. A lead fracture is suspected as impedance continued to measure intermittently high along with oversensing. The lead was capped and replaced. The device was also removed and replaced as it was unclear if there was a set screw issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor occurred on (B)(6) 2011 09:00:10. Four patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2011 10:50:25 and (B)(6) 2011 15:00:12. Daily pacing impedance trend data shows an abrupt increase for ventricular pace bi impedance equal to 437 to 4047 ohms peak between (B)(6) 2011.

Event description:
It was later reported that the previously-capped lead was explanted during a routine device upgrade procedure.

Manufacturer narrative:
Product event summary : the partial lead in segments was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode and the helix was bent. Visual analysis noted apparent explant damage.